Event description:
A clinical manager reported a pt experienced tass one day following intraocular lens implant surgery. The cause of the event is not known. However, it was reported that a new staff member had been involved in the surgical procedure. The pt was seen by a retinologist and a vitreous tap was performed for culture. The pt was treated with medications; symptoms were improving. The facility reviewed their procedures and requested a tass consultant visit in order to help eliminate tass. The findings included the following potential causes of tass: inadequate manual cleaning of instrumentation. Inadequate amount of water used to flush the phaco and I&a handpieces with manual flushing. Flushing of the phaco and I&a handpieces done without an adapter in both the operating room and cs. Lack of a final flush with air of cannulated instruments following manual flushing. Use of instrument cleaning detergent in the instrument cleaning process. Possible bacterial growth on instruments left sitting unsterile overnight. Spraying of cavicide cleaner in the soiled utility room to clean the operating room table between cases. Use of tetravisc or lidocaine gel. Use of lidocaine gel of any kind is not approved for eye surgery and use of preserved eye drops at the end of the procedure. Add'l info has been requested.

Manufacturer narrative:
The device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. Add'l info was requested on 01/26/2010, 02/02/2010 and 02/09/2010 by phone and mail. A completed questionnaire has not been received. A tass info packet was offered and provided to the facility upon their request. (B) (4)